Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump was monitored for several days and no unexpected main arm cannot communicate with the motor arm error, hardware rtc date and time disagrees with the software maintained date and time error and trace pointers are invalid error alarms noted. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. However, software error detected was found in the pump history line number (B)(4) and file number (B)(4). Unable to determine root cause per research and development. The insulin pump had scratched case, cracked case behind the pump near the battery compartment, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarm and failed battery test alarm. The customer's blood glucose was 11 mmol/l at the time of incident. The customer's blood glucose was 8.4 mmol/l at the time of call. Troubleshooting was done. Failed battery test alarm did not recur. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.